Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple intermittent occlusion alarms occurred. The customer¿s blood glucose was 216-217 mg/dl. The customer changed all supplies and resumed insulin delivery.